Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hysterectomy partial,salpingectomy bilateral.). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, dyspareunia, abdominal pain, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia and menorrhagia to be related to essure. The reporter commented: plaintiff received treatment for: dyspareunia, pelvic pain, abdominal pain, dysmenorrhea. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: confirm. Test: unspecified results - bilateral occlusion. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received. Events: dyspareunia (painful sexual intercourse), abdominal pain, menorrhagia (heavy menstrual bleeding), dysmenorrhea (cramping) were added. Lab data was added. Reporter's information was updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('migration'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included: dysmenorrhea and dysfunctional uterine bleeding. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("low back right side down right leg") and pain in extremity ("low back right side down right leg"). The patient was treated with surgery (robotic-assisted total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, dyspareunia, abdominal pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, back pain and pain in extremity outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, pain in extremity and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for: dyspareunia, pelvic pain, abdominal pain, dysmenorrhea. Discrepancy noted, as insertion date: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2011, total bilateral occlusion. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020, quality safety evaluation of ptc (product technical complaint). Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysmenorrhea and dysfunctional uterine bleeding. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("low back right side down right leg") and pain in extremity ("low back right side down right leg"). The patient was treated with surgery (robotic-assisted total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, dyspareunia, abdominal pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, back pain and pain in extremity outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, pain in extremity and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for: dyspareunia, pelvic pain, abdominal pain, dysmenorrhea. Discrepancy noted as insertion date (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs and mr received : event " low back right side down right leg, abnormal bleeding (vaginal)" were added. Reporter information, concurrent conditions and patient demographics were added lab data was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (she had surgery to remove the essure implant on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.